Manufacturer narrative:
D4: UDI - not required, this is a bulk item. The actual device was returned to the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage in the capiox device. At this stage in the investigation a clear description of the reported event has not been determined. The manufacturing facility has requested additional information from the customer to clarify what actually happened with the involved device.

Manufacturer narrative:
This report is being submitted as follow up number 2 to provide the returned sample evaluation as well as to make a correction to initial reporter information. Also see describe event or problem for additional information received for this event. The actual device was evaluated by the manufacturing facility. Visual inspection found that the blood inlet port and some parts of the housing were broken off. The housing was separated from the main body of the oxygenator module for further inspection. It was found that the blood inlet port had been fractured at its base. Water was put in the actual sample from the blood outlet port to fill the device for leakage testing. It leaked only at the site where the blood inlet port had broken off. Simulation testing was conducted on a test sample. On the blood inlet port of the test sample, some drops of solvent were applied and the sample was left over night. Subsequently, the blood inlet port of the sample was exposed to an instantaneous shock force. The blood inlet port became fractured together with some parts of the housing component attached to it. The state of damage was confirmed to be very similar to that observed on the actual sample. There is no evidence that this event was related to a device defect or malfunction. The reported leak during priming was unable to be identified. The exact cause of the reported event cannot be definitively determined. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." And "do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Follow up information received from the user facility reported the following information: the oxygenator leaked during priming; the oxygenator was changed out; and during handling and the disconnection of the attached tubing the outlet broke.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to make a correction to the date of event initially reported.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide an update on the status of the report. The actual device has been received by the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent.